Manufacturer narrative:
The inogen team attempted to contact the patient for further information three times with no response.

Event description:
The patient's daughter reported that the unit seemed to be experiencing a loud operation, producing a grinding noise during use. Additionally, a concern was raised that the unit's performance may have contributed to a possible copd episode, leading to a hospital visit. The patient was subsequently discharged with a prescription for antibiotics. Following the initial complaint, an assessment was conducted regarding the reported issues related to the assembly and function of the concentrator unit.